Event description:
It was reported that on (B)(6) 2022, the silicon handle with quick coupling which is a tissue protector handle and looks like one of them nub and admitting from the handle so the piece just fall out of it and it doesn¿t allow to be click and hold the tissue protector. Also the universal chuck 2.5mm guidewire was tock in the t -handle and t-handle will not release the 2.5 mm guidewire. The issue was discovered postop. There was no patient involvement. This report involves one (1) universal chuck. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.043.001, lot: 20253901, release to warehouse date: 20 nov 2020, expiration date : na, supplier: (B)(4). Manufacturing site: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the universal chuck had no signs of cosmetic defects. A guidewire appears to be jammed inside the shaft of the chuck. A dimensional inspection for the universal chuck was unable to be performed due to complex geometry of the device. A functional test was performed, force was applied to the sleeve of the chuck in order to release the guidewire, however the wire and sleeve remained stuck with no movement at all. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the universal chuck would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.